Manufacturer narrative:
The physical device has not been returned. In the case description, the user mentioned having low glucose levels and the controller would not generate sounds for the low glucose reminders or other actions/reminders where sound is expected. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found that libre 2 low glucose reminders were generated on the date of occurrence. The engineering log files showed that the application was sending commands to the android operating system on the controller to play sounds through a notification channel. It cannot be determined from the available logs if the android operating system was executing these commands and playing sounds through the controller speaker or if the controller speaker was able to successfully play sounds. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards the user's target. No instances of the automated algorithm delivering automated basal insulin while estimated glucose values were below 60 mg/dl were observed. No evidence of an overdelivery of insulin was observed in the available logs. The exact cause of the reported inaudible alerts could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, since the application on the controller updated approximately one week prior, the patient no longer received audio feedback and vibration from the controller. They reported that low glucose alarms were not sounding, device volume feedback was absent, vibration was not working, and keypad click sounds were intermittent. The patient reportedly experienced an episode of hypoglycemia where the blood glucose level dropped to 2.7 mmol/l after having not hearing an alarm, causing the patient to "lie lifeless on the couch". The patient required assistance from their partner, who provided food and drink for the patient to ingest, to increase their blood glucose level. No further medical assistance was required. The date of the reported hypoglycemia was not specified. During diagnostic testing, in automated mode, alarms were not testable and volume feedback remained non-functional. A replacement controller was shipped to the patient.

Manufacturer narrative:
Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found that libre 2 low glucose reminders were generated on the date of occurrence. The engineering log files showed that the application was sending commands to the android operating system on the controller to play sounds through a notification channel. It cannot be determined from the available logs if the android operating system was executing these commands and playing sounds through the controller speaker or if the controller speaker was able to successfully play sounds. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards the user's target. No instances of the automated algorithm delivering automated basal insulin while estimated glucose values were below 60 mg/dl were observed. No evidence of an overdelivery of insulin was observed in the available logs. Physical testing of the controller found the system to be functioning as intended. The automated mode test could only be performed with a dexcom g6 emulator due to the lack of a libre 2 plus sensor emulator which is what the user had used for their insulin management. As a result, the libre sensor specific low bg alerts could not be tested. The controller was paired with a pod which was paired with a dexcom g6 emulator and correctly responded to changes in sensor values from the emulator and any inputs. The controller generated and played all audible alerts including low glucose alerts as expected throughout physical testing. Libre alerts built into the debug build of the application loaded onto the controller were tested. Within the "libre alerts" tab, each time the "urgent low" test option was selected, an "urgent low glucose" window appeared, and an audible alert was generated. Although physical testing found no problems with the device that would prevent it from generating audible alerts, it could not be determined if the controller played alert sounds through the speaker for the user during low glucose alert warnings. The exact cause of the reported inaudible alerts could not be determined. No evidence of an overdelivery of insulin was observed during testing.